Event description:
It was reported that this right atrial (ra) lead was surgically abandoned during scheduled generator change out procedure because the pacing impedance was found to be greater than 2000 ohms, which was high out of range. It was noted that a conductor fracture was confirmed via fluoroscopy imaging. A new ra lead was successfully placed. No additional adverse patient effects were reported.